Event description:
The customer reported being in the emergency room due to high blood glucose. The customer experienced a slight headache due to her stress. Troubleshooting was performed. The caller stated that she had a hand surgery the day before with local anesthesia, and they did not perform the surgery because her blood glucose was high. The customer was given 10.0 units of liquid, and it brought down over 300mg/dl. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found a no delivery alarm. The customer stated that the drive support cap was protruded. Assisted the caller to run a manual prime test and the insulin exited. Performed the high pressure test and passed. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.